Manufacturer narrative:
Concomitant product(s): a 4524-53 lead, implanted: (B)(6) 2001. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead warning noted. In-office testing showed sensing, thresholds, and impedances all stable. It was noted that the rv (right ventricular) lead was programmed unipolar, apparently "from the start" due to noise seen. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.